Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set came off issue due to tape not sticking on (B)(6) 2026. The patient experienced hyperglycemia of 400 mg/dl. No further information is available.